Event description:
It was reported that post op of a lap gastric band procedure, the patient presented at the hospital with abdominal pain and swelling. A CT was performed and was normal. A diagnostic lap showed purulence around the band consistent with microperforation of the stomach. There was no bile, no leak. A laparatomy was then performed and the patient was sent to the or and the band had to be explanted. The patient was noted to have a small left pleural effusion at the time of discharge. The patient still complaining of chills and sweats. If currently under the care of home health three times a week for wound vac care.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.